Manufacturer narrative:
Stryker discovered the issue during maintenance. The large keypad was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a faulty keypad.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited a faulty large keypad. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.